Event description:
Additional information received from a manufacturer representative indicated the white clip was closed by the physician, but the tube did not pass the clip correctly. The physician did not check the "way of the tube through the clip" (interpreted as the physician closed the clip, but did not ensure the way in which the tube passed through the clip; did not ensure clip occluded the tubing). Due to this, it was possible, that air "came through the tube in the pump." The refill kit would not be returned with the pump; was disposed of by the physician.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified no anomaly with the pump. Eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_refillkit_acc lot# unknown. Product type accessory. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20mg/ml, unknown dose) in an implantable pump for an unknown indication for use. During initial filling of the pump prior to implant, the security valve stopped the process. The hcp attempted to empty the pump again to unlock the valve and remove the air. It was stated the white clip (extension tubing set) "obviously did not close the tube correctly." Air infiltrated the pump and the decision was made to use a new pump. It was noted the hcp was "insecure of a possible device issue." The manufacturer representative thought the issue resulted from a handling error and the pump was "absolutely okay." The pump was never implanted. The issue was considered resolved as of 17-mar-2017. There was no patient involvement. There were no complications reported/anticipated. The pump would be returned to the manufacturer.